Event description:
On (B)(6) 2012, the customer reported that the dxc 600i instrument generated an erroneously high troponin result for one patient the day before. This result was reported out of the lab. Customer repeated the sample the next day and obtained a correct result. It is unknown if there was any impact to patient treatment based on the erroneous result. Customer stated that the lab typically repeats any troponin result over 0.05 ng/ml but the technician on duty did not follow the lab protocol at that time. Customer also noted that there was a leak by the cta wash tower. Field service engineer (fse) evaluated the instrument and replaced the defective active wash station and primed the system. No leaks were found. Fse ran a carryover test and it failed marginally. Fse consulted with technical support and was advised to replace a welded probe assembly. Fse then reran quality control (qc) and all passed except for ck-mb due to reagent pack low/out. Fse calibrated the system with new reagent pack, reran cardiac qc and all three qc levels passed, and the system was released for customer use.

Manufacturer narrative:
Evaluation, results: fse replaced active wash station and welded probe assembly.